Manufacturer narrative:
(B)(4). Batch # t5ak0l. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with a gst60w cartridge no loaded on the device. The cartridge was received unfired with 13 double drivers and 2 single drivers missing, making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged from left proximal side. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. No conclusion could be reached on what may have caused the cartridge pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
Doctor informed us that during a lap colon the device blocked. No patient consequence.